Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for one unknown 4.0mm locking screw. Part and lot numbers were not provided by reporter. Other¿UDI# unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient complained of pain from hardware implanted on (B)(6) 2015 at the right lateral distal fibula and proximal tibia. The patient underwent revision surgery on (B)(6) 2015 to remove one (1) seven-hole metaphyseal plate, two (2) 3.5 mm cortex screws and two (2) 4.0 mm cancellous screws from the fibula. The patient has a nail with proximal bend and an unknown quantity of screws implanted in the tibia. Only (1) 4.0 mm locking screw removed from the tibial nail. The nail and other screw(s) remain implanted. The post-surgical status of the patient is unknown. There was no surgical delay and the procedure was completed successfully. This report is for one unknown 4.0mm locking screw. This report is 4 of 4 for (B)(4).